Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with an insulin syringe. The customer states that upon drawback, the rubber plunger tip stuck to the bottom of the affected product, separating from the actual plunger. Reported to have happened on 3 separate occasions. The customer also found one syringe with no needle and another where the needle actually fell out of the cap when opened. The samples being returned only represent the plunger problem not the needle problems.